Event description:
Customer reported that the insulin pump was dropped and had a crack on the battery compartment and near the display. Customer also reported that the insulin pump had been dropped into water. Customer stated that the case of the insulin pump was cracked as well. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage to keypad traces. No moisture damage noted on electronic assembly. Insulin pump had a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).